Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes <300 ohms impedance and a threshold of 3.7 volts in the bi- polar configuration and ">3000 ohms/no output" in the uni-polar configuration.